Event description:
Had multiple episodes of near syncope, tachycardia, and significant chest pain over several months that are new symptoms and require a hospitalization in (B)(6) 2017. Had a syncopal event while seated at dining room table and fell to floor on (B)(6) 2018, hit head, shoulder and arm. Required help to get up and could not continue normal activities afterwards. Called cardiologist's office to report but was told they did not need to see me.